Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the malfunction and battery issues were verified; however, the touch screen and time settings issues could not be identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the battery was observed to be fluctuating and the touchscreen was unresponsive. In addition, the pump date and time were incorrect. Customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.